Event description:
During a review of service documentation, it was found necessary to replace the battery in a flogard infusion pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device did not meet baxter specifications upon service, thus repair was required. The battery was replaced for wear and tear and returned to the customer. If additional relevant information is obtained, then a follow-up MDR will be submitted.